Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and confirmed intermittent false high results. The fse replaced the buffer valves to resolve the issue. The system performance was verified. No further issue was noted after part replacement. The instrument returned to normal operation. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section e1: initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au480 clinical chemistry analyzer generated false high sodium (na) and potassium (k) patient results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.